Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-7 of unknown lot number in this complaint was returned to cirl for evaluation without its original packaging. (B)(4) were all opened from this complaint. (B)(4) (report reference number 3001845648-2021-00152) deals with the placement of the initial gepd-7-7 device with an incorrect wire guide. (B)(4) (report reference number 3001845648-2021-00089) deals with the breaking of the initial gepd-7-7 device on removal due to the user error of the device exceeding the maximum 3 month indwell period in the patient. (B)(4) (report reference number 3001845648-2021-00154) deals with the placement of another gepd-7-7 device with an incorrect wire guide to finish the procedure. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 8th february 2021. The returned device lab findings and observations can be referred through the attached files. A side flap was noted as missing on the non-tapered end of the stent. Approx. 3cm of stent was also noted as broken from the device and missing. Image review: n/a. Documents review including IFU review: prior to distribution all gepd-7-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the gepd-7-7 device could not be completed as the lot number is unknown. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ and in the precautions section ¿this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to a user error of the device exceeding the maximum 3 month indwell period in the patient. It may be noted that as per IFU the stated maximum indwell period of the stent is 3 months and that all clinical testing of the device would be carried out within this time period, therefore any time period greater than this would not have clinical testing to support the functionality of the device. It can also be noted that the snare used for device removal is a cutting tool, if used incorrectly it could contribute to the cutting of the stent on removal. Summary: complaint is confirmed based on customer testimony. According to the information reported the broken segment was not retrieved from the duodenum of the patient as the doctor assumed it would be passed (excreted) in the stools. No additional adverse effects were reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In (B)(6) 2020 (exact date unknown): the stent was placed in the pancreas. (B)(6) 2021 : to remove the stent, the user grasped the stent with a snare and pulled, but the stent broke. He placed another gepd-5-7 to complete the procedure. Update: 18/jan/2021, (B)(6): the broken segment was not retrieved. Update: 19/jan/2021, (B)(6): in (B)(6) 2020 (exact date unknown): there was stenosis in the pancreas head. The stent was placed in the pancreas. (B)(6) 2021 : to remove the stent, the user grasped the stent with a snare (coldsnare, cs3-11523230 manufactured by mc medical) and pulled, but the stent broke at the section where the snare grasped. The separated part fell in to the duodenum and the user did not remove it or did not plan to remove it since he assumed it would be passed (excreted) in the stools. He placed another gepd-7-7 to complete the procedure. Physician's comment provided on 15/jan/2021, (B)(6): the wire loop of the snare device used to retrieve the stent was very thin, so I assume that the thinness of the snare loop could be a cause of breakage. Request from qa@cmj> 15/jan/2021, (B)(6): when you perform the physical investigation on the to-be returned device, please check the broken surface to see if the breakage/separation seemes to have been occurred due to twist, being cut off by some tool (probably the snare device) or anything else. The user wants to know the cause of breakage. (The suspected cause is shown in physician's comment above.) Sales rep's comment: this was the second time I heard the same failure mode from the same hospital. (The first report is logged under (B)(4).) I understand that the stent had been placed over 3 months which is stated as the maximum indwelling time in the warning section, but because the duration of this case was approximately 6 months which is not over a year, I suspect that there might be another cause of the breakage than duration. Please perform the investigation and find the cause. Additional information: #1-12, 2-17, 19, 20, and 27 are updated on 18jan2021 (B)(6): for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Already stated in patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored vertically inside a cardboard in the endoscope room. Ambient . What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Endoselector 0.025inch boston scientific (B)(4). Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the procedure performed. Cannulation. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? No . Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Jf-260v/olympus. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? To match the length of stenosis. Where was the stricture located in the duct? Pancreatic duct. Was the stricture dilated prior to placing the device? No. Was resistance encountered when advancing the stent through the obstructed area? No. After placement, was stent position verified? Yes. If yes, please describe how. Fluoroscopy. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Approximately 6 months. Did any section of the device detach inside the endoscope or patient? Yes. If yes, please specify what section of the device broke off: asku. Please indicate whether the device broke in the endoscope or in the patient? In the patient. Was the broken device retrieved? No. If yes, please indicate what tools were used during retrieval. The broken segment was not retrieved. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. No. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please specify what was observed and where on the device it was observed. Information regarding the snare used during the procedure: (updated on 18jan2021, (B)(6) --information revised below on 19jan2021. The snare device used for an attempt of stent retrieval was a cold polypectomy snare manufactured by mtw. Since it was a "cold" polypectomy snare, it did not have to rely on high-frequency wave to excise the lesion. The rep heard that the snare wire is thinner than hot polypectomy snares to improve the performance. Information regarding the snare used during the proceure (updated on 19jan2021, (B)(6) ) the snare device used for an attempt of stent retrieval was a coldsnare cs3-11523230 manufactured by mc medical. Since it was a "cold" polypectomy snare, it did not have to rely on high-frequency wave to excise the lesion. The rep heard that the snare wire is thinner than hot polypectomy snares to improve the performance, so he thinks that the reported failure (separation of the stent during removal) might occur more frequently with a cold-snare.